Event description:
The patient complained of painful knee. The implant was 24 years old. The tibial component was slightly loose and tibial insert worn laterally.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.